Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had the device removed because therapy was not working for her since implant. The device was removed on (B)(6) 2017. It was also reported that she had bladder retention and a "super pubic catheter" was placed at the same time as she had the implantable neurostimulator (ins) removed to help with bladder retention. Patient stated the catheter was starting to pop out so she would be following up with healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.